Event description:
It was reported that the ar-9401-13 eclipse extramedullary guide was compromised during a procedure. While attempting to use this guide with the accommodating 2.8mm eclipse drill pin, the guide would not advance adequately. After redirecting steps and trying to remove the pin from the guide via power it cold welded with the inner cannulation. The surgeon was able to remove the pin and guide and progressed to the next steps of the humeral head cut. There was a delay of about five minutes. The pin was able to be removed from the guide and both were recovered. The proceeding steps were not compromised, and there were no unplanned incisions.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. As the device was not returned for evaluation, the complaint cannot be confirmed. As the complaint device was not returned for evaluation, an investigation was performed based on the picture provided by the customer. In the picture provided, the drill bit can be seen inserted inside of the drill guide. It cannot be determined by the picture if the drill is stuck inside the drill guide.